Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The service engineer (se) inspected the device. The se replaced the external o2 sensor and exhalation flow sensor and the unit passed performance verification testing. An exhalation flow sensor was returned for analysis. A visual inspection of the returned component was performed and found signs of contamination on the heated film element. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination found on the heated film element. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an occlusion: safety valve open alarm. No patient harm reported.